Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed, and the findings did not replicate or confirm the reported frayed cable complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure, analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.